Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the inner insulation, the outer insulation, and the overlay tubing of the lead were extrinsically breached due to a cut. Blood obstructed the connector of the lv2 (low voltage 2)/proximal conductor. The insulation breach was related to the electrical complaints and the helix could not be extended/retracted due to blood obstruction in the distal conductor. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedances and low sensing. In addition, the helix could not be retracted or extended. As a result, a correct lead placement was not possible. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.